Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced fluctuating high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 280 mg/dl during time of incident. The customer treated with a bolus from the pump. The customer also had low reading of 46 mg/dl. The customer treated with glucose tablets. The customer reported the drive support cap to appear normal. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.